Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported a hospitalization while customer was wearing the insulin pump. Before hospitalization, customer was feeling lethargic, weak, and nausea. At the time of admission, customer's blood glucose level was over 600 mg/dl. She was not in an accident. Customer was hydrated with fluids, given an IV for nausea, and discharged. It was later determined that the high blood glucose level was due to the infusion set not being properly inserted. Nothing further was reported.